Event description:
It was reported that malfunction alarm occurred. The customer's blood glucose (bg) level was displayed as "high"; although specific value was not provided. Reportedly, the customer delivered a correction injection to address bg. The customer reverted to an alternate method of insulin therapy.